Event description:
It was reported at the world federation international therapeutic radiology conference that nine of the treated lesions had asymptomatic restenosis and three of the treated lesions had symptomatic restenosis. The three symptomatic restenosis cases occurred within six months of the procedure and were successfully treated. There is insufficient information to identify the number of patients affected as forty eight lesions were treated in forty five patients. No other information was provided.

Manufacturer narrative:
Evaluation conclusions - other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that restenosis is noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.